Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the sleep current test, active current test and self test, due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection. And found a crack on the u6 chip on pcba 2. The following were also noted, during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads-cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage. Cosmetic damage was confirmed, at the back of the pump. Moisture damage was confirmed, found isolated to the battery tube. Blank display was confirmed, during testing, due to a cracked u6 chip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received, by medtronic. Indicated, that customer reported physical damage to the insulin pump and can no longer be used. The customer reported, no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. And mmt-1886 was returned for analysis.